Event description:
It was reported that when the patient was coming home from the hospital post surgery, their heart started racing and "jumping right out of their chest" while riding in the car where the road was "sorta kinda" bumpy. It was also reported that the patient noticed an increase in heart rate when walking, but not as disruptive. Follow up revealed that the device was reprogrammed and various changes were made, including that the device's rate response was turned on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).